Event description:
A (B)(6) years-old female patient was implanted with a ventriculo-peritoneal derivation to treat slit ventricle syndrome. The shunt was equipped with a polaris valve. Few years later (11 years), hospital tried to change valve pressure setting soon after identifying the patient have slit ventricle syndrome . However, it could not be adjusted. The device was explanted and replaced by a polaris valve.